Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the c-ring would not retract. A replacement device was used to complete the procedure. The reporter was unable to provide if there were any patient effects or not. The hospital intends to return the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal file number - (B)(4).